Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted (B)(6) 2005.

Event description:
It was reported that the patient presented to the emergency room with facial drooping and a device shock for atrial fibrillation (af) with rapid ventricular response (rvr). It was also noted that the atrial lead exhibited undersensing of the p-wave. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.